Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - the customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that that vela ventilator alarmed vent inop (ventilator inoperable) during preventive maintenance. There is no patient involvement associated with this reported event.